Event description:
It was reported that during a coronary artery stenting procedure, stent dislodgement occurred. The lesion being treated was located in the right coronary artery (rca). Due to severe calcification and angulation, the device failed to cross the lesion. After several attempts of balloon inflation, a non bsc stent was also tried and also failed. It was then discovered, the taxus liberte stent was widened at the fore and the back and it was not retrieved. Half of the stent had migrated and it was eventually dislodged. The stent was removed out of the pt with a snare. The procedure was completed with poba only. There were no further pt complications and the pt's condition is said to be "good".